Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and as a result the touch screen became cracked and unresponsive. Subsequently, it was reported that a cartridge alarm (alarm 30) occurred during basal and the load sequence with multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.